Event description:
This is the first report of two reports concerning the same pt surgery. 'These instruments were damaged during a removal case'. Additional info was received on (B)(6) 2014 spoke with distributor who stated the devices broke during a hardware removal case on (B)(6) 2014. The first device broke and a spare was available which also broke. The surgeon was not able to remove the pedicle screw and it remained implanted in the pt. It was reported the pt had hard bone and the (hardware) implants were implanted along time ago. After the removal surgery, (time unspecified) the pt developed an infection. The surgeon performed a second removal surgery (successfully) on (B)(6) 2014 at which time the screw was removed. The screw that was removed was reported as a "first generation" non-friction head coral polyaxial screw.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based on the reported info.